Event description:
Additional medical information has been requested from the treating physician¿s office. The office has not heard back from the patient and is unable to confirm the patient¿s current status.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The customer reported no system errors or anything out of the ordinary occurred during treatment. Customer performed burn paper test and sent it to product support for review. Review of burn paper showed proper pattern/coverage. Scabbing is a known possible complication after fraxel treatment. Based on the available information, this event is a known possible complication of treatment.

Manufacturer narrative:
Corrected d3 and h4.

Manufacturer narrative:
An evaluation of the tip has been completed. A review of the burn paper test showed proper pattern and coverage. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced an abrasion on the bridge of their nose and philtrum of lip after undergoing a laser treatment on the face. The symptoms were noticed four days post procedure and the patient was treated with petroleum jelly an unspecified moisturizer. Available images have been reviewed. The treatment was performed at a wave length of 1550 and the highest level of energy used was a 7 at 15mj. The patient has type 4 skin type and the system was set to 4 passes. A total of 4 passes were performed at twice the density recommended for the patient¿s skin type putting the patient at risk for a bulk heating injury. No other treatments were performed on the area during the procedure and the patient has not undergone any other treatments within the past 30 days. Benzocaine, lidocaine and tetracaine were applied 45 minutes prior to treatment and then removed right before the laser treatment was performed. It is unknown if there will be permanent damage or scaring to the area.